Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that implantation was due to incontinence. Following insertion the patient experienced pain, postoperative infection with 3 day hospitalization, urinary/bowel problems, vaginal scarring, neuromuscular problems, erosion and dyspareunia. The patient underwent revision of excision, excision of sling and cystoscopy on (B)(6) 2011 due to suburethral pain, dysuria, significant dyspareunia and obstructive symptoms. Then on (B)(6) 2012 the patient underwent extraperitoneal retropubic dissection with excision and complete removal of the entire mesh arms bilaterally and cystoscopy due to vaginal and pelvic pain with mesh erosion in the vagina. No additional information was provided. (B)(4).